Manufacturer narrative:
The technician found during a between pt inspection of the bed that the right head and left foot brakes would not lock because the brake pads were worn. The technician replaced the right head and left foot brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).